Event description:
During troubleshooting a low drain volume alarm appeared on the homechoice (hc) display during initial drain, the home patient (hp)'s caregiver (cg) revealed that there was air in patient line. The technical service representative (tsr) assisted the cg to end therapy and advised to start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a heart catheterization. Reportedly, during deployment of the thumb advancer, a lot of resistance was met and force was applied to complete the deployment. After the clip was deployed, slight resistance was met during device removal. The clip was then found on the vessel locator wings and the sheath split had not been completed for the last 1-2 cm. Manual compression and a non-abbott device was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Investigation of the returned device found that the distal end of the device was normal and the exchange sheath was fully slit. There was no evidence on the distal end of the device that the clip caught the wings or the sheath. The internal examination found all of the components in the correct post deployment positions and undamaged. Based on the evaluation of the returned device the reported experience could not be confirmed. Reportedly, during the deployment of the thumb advancer, a lot of resistance was met and force was applied to complete the deployment. Resistance encountered during thumb advancer deployment is consistent with radial force constriction on the sheath. Factors that may contribute to radial force constriction may include a tight tissue tract or anatomical conditions. There were no manufacturing or quality issues detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete.